Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19th december 2024, it was reported by an arthrex employee that an ar-1588rtt (acl fibertag® tightrope® implant) was not sliding intra op. This was detected during use in an acl procedure on (B)(6) 2024. The procedure was completed successfully as a new piece of ar-1588rtt was opened.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.